Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-nov-2017 with the following findings: a review of the pump¿s black box and alarm history confirmed a cs 069 alarm, which is written in the pump's black box as cs87. The pump was powered on and a hard cs69 alarm was shown and could not be reset. The cs69 alarm was found to be caused by a u39 flash chip. Unrelated to the original complaint, multiple cracks were observed in the battery compartment and the threads were found to be stripped. The returned battery cap was unable to properly fasten to the pump due to the stripped threads. The returned battery cap was observed to be undamaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that there was a 087 call service alarm. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.